Event description:
The customer reported being hospitalized twice within the last two weeks for dehydration and high blood glucose. The blood glucose reading was 119 mg/dl. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.